Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The following information was requested, but not available: can you please clarify the event you provided of "the load will not staple"? Did the device begin to fire and then jam (lockout)? Or did the device not fire at all (meaning no staple line or cut line delivered)? Or did the device cut the tissue, but no staple line was delivered? Were there any patient consequences?

Event description:
It was reported that during unknown procedure, the load did not staple.